Event description:
Info was receive that reported a pt was hospitalized in 2009, due an incident of hyperglycemia. The reporter states on the same day, the pt became ill and his blood glucose was 'high" per his meter. He was brought to the hospital and diagnosed in diabetic ketoacidosis. He was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.